Manufacturer narrative:
Date of event: not specified by initial reporter. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced performance issues with an inflatable penile prosthesis (ipp) related to inflation. The patient attempted troubleshooting by reseting the pump by squeezing the block and pushing the button, however, the issues were not resolved. Patient informed that a medical appointment is scheduled for (B)(6) 2021. No additional information was reported.